Event description:
L-3, 4, 5 - s1 fused with plates and pedicle screws. Rptr has been having pain since 8 mos following surgery. Her legs were paralyzed on 9/16/93 to 9/17/93. Dr tells rptr he does not know what to do. Dr prescribed medrol over the phone. Rptr took them and became ill. Rptr tried to see another orthopedic surgeon on her own and was refused a visit because she has screws in her back.